Event description:
Pt underwent carotid endarterectomy and coronary artery bypass graft surgery. In or near end of procedure, iabp was inserted in right femoral artery. Initially it appeared to be functioning normally by examination of safety chamber. However, suspect pressure tracing occurred on iabp console. Attempt made to remove balloon catheter from sheath, but balloon was broken off. Portion retained in femoral artery. Retrieval attempted but was unsuccessful. Another iabp was inserted, and functioned. Pt was unable to be weaned from bypass and died. Death not attributed to retained iabp catheter portion.